Event description:
During the epidural anesthesia procedure, an epidural catheter was sheared off and a piece of the broken catheter remained in pt. Doctor met resistance during insertion of the catheter. He/she removed the catheter while the epidural needle remained in the body of the pt. He/she found the tip of the catheter missing, and remained in the pt. The broken piece of catheter will not be removed surgically. The doctor will take a wait-and-see approach. Lot # unk. (Estimated lot#: 12d304-00, 12d328-00).

Manufacturer narrative:
The lot number is unk, so the device manufacture date is unk. Estimated lot # is 12d304-00 and 12d328-00. Summary (B)(4): only the catheter was returned. It was sheared off at the lateral eye part. Tension test was carried out with the retained samples of the estimated lots, according to iso 10555-1: 1995/amendment 2004, item 4.5 and jis t 3258: 2006, item 5.4, and the rupture strength of the retained sample satisfied the standard. No remarkable matters were found in the manufacture records of the estimated lots. From condition of the returned catheter and a way of withdrawing the catheter, it is inferred that the catheter was heard off by being pulled out while the epidural needle was still in the pt. In warning section of the IFU attached to the product, we call user's attention to stop introducing the catheter and to remove it together with the epidural needle with care when strong resistance is met during insertion of the catheter.